Manufacturer narrative:
The device remains in service at this time. Should additional information become available, this report will be updated accordingly.

Event description:
Boston scientific received information that this medical person called technical services (ts) inquiring about the longevity remaining with this pacemaker. She reports that today, the device is displaying 2.5 years remaining, however six months prior it displayed 4 years remaining. The caller states the patient has high right ventricular thresholds, but is not paced in the ventricle and 67 percent paced in the atrium. Ts discussed what information is used to determine longevity calculations and asked if anything had changed with device programming or parameters. The caller stated the patient had auto capture on and was pacing in retry. Ts discussed this could be the reason for the longevity change and offered to do a memory download from the device, but the caller declined and stated she would see the patient again in 3 months and evaluate again at that time.